Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve was deployed and released on the second attempt. The implantation depth was between 4 and 5 mm, however the valve appeared constrained with infolding in the inflow portion. Post-dilation was performed with a 24 mm non-medtronic balloon. After the post-dilation, the valve ranged between 1 and 3 mm with no leak or gradient observed. During movement of the jl 4 catheter to re-access the left coronary artery, the valve dislodged out and positioned itself stably in the ascending aorta without affecting the coronary arteries or supra-aortic trunks. A second valve was implanted correctly. To cross the first valve, a snare tied to the capsule of the second delivery system was used to centralize the system and avoid forcing on the ascending aorta. Coronary angiography was performed. The second valve showed no gradient and mild paravalvular leak. The patient remained stable throughout the procedure.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D10: product ID d-evolutfx-34 (lot: 0012864345); product type: 0195-heart valves; implant date: non-implantable corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve was deployed and released on the second attempt. The implantation depth was between 4 and 5 mm, however the valve appeared constrained with infolding in the inflow portion. Post-dilation was performed with a 24 mm non-medtronic balloon. After the post-dilation, the valve ranged between 1 and 3 mm with no leak or gradient observed. During movement of the jl 4 catheter to re-access the left coronary artery, the valve dislodged out and positioned itself stably in the ascending aorta without affecting the coronary arteries or supra-aortic trunks. A second valve was implanted correctly. To cross the first valve, a snare tied to the capsule of the second delivery system was used to centralize the system and avoid forcing on the ascending aorta. Coronary angiography was performed. The second valve showed no gradient and mild paravalvular leak. The patient remained stable throughout the procedure. Additional information was received to report the first valve was recaptured once due to the high position and constrained frame. Per the physician, the patient's native valve leaflets were calcified and a pre-implant dilation was not performed because the patient's ejection fraction was 30%.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.